Event description:
According to the reporter: during the procedure, it was found that a component of the device was missing (laparoscopic kittener). Intraoperative x-ray taken prior to final closure. Kittener was not seen on x-ray.